Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing oversensing and inappropriate therapy. An invasive procedure was performed, insulation and external wire tears were found. A new rate sensing lead was implanted.